Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("locating the coil because it migrated") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. Concomitant products included pregabalin (lyrica). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), vaginal haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("heavy abnormal bleeding / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with biotin, vitamins, cocos nucifera oil (coconut oil) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received. Reporter's information and lot number was added. Events added: locating the coil because it migrated, hot flashes, apareunia, anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss. Previous event heavy abnormal bleeding updated to abnormal bleeding (vaginal, menorrhagia). Concomitant condition, concomitant drug, treatment drugs, and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("locating the coil because it migrated") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety. Concomitant products included pregabalin (lyrica). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), hot flush ("hot flashes"), vaginal haemorrhage ("heavy abnormal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("heavy abnormal bleeding / abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with biotin, vitamins, cocos nucifera oil (coconut oil), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dysmenorrhoea, dyspareunia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hot flush, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all symptoms decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.